Event description:
New information reported that the right ventricular lead was capped and replaced on (B)(6) 2019. The atrial lead was tested and remained in use. The patient was recovering post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The noise was reported to have started suddenly, and the physician suspected sub-clavian crush. No intervention has been performed and the patient was stable. Related manufacturer reference number: 2017865-2019-05830.